Event description:
It was reported that during a coronary artery treatment procedure a balloon burst occurred. The de novo lesion being treated was located in the left anterior descending artery. Access was obtained via the femoral artery. The physician was using a 3.50x15mm quantum maverick balloon catheter to pre-dilate a slightly calcified lesion. The balloon burst prior to reaching 10 atms. The patient did not experience any symptoms. The device was removed in one piece. The procedure was completed successfully using a different device. There were no reported patient complications.

Manufacturer narrative:
The quantum maverick monorail (mr) balloon catheter was returned in 2 pieces. The hypotube was broken 35" from proximal end of manifold. Microscopic examination was done to reveal that the balloon was tightly folded and blood was present in the shaft and on the balloon. The balloon and outer shaft were examined and no damage or irregularities were identified that could be factors in or result from the reported balloon burst. Although product analysis was unable to confirm the reported balloon burst, it is possible that damage was present but unconfirmable due to the broken device. Product analysis revealed no evidence of any specification non-conformances. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure a balloon burst occurred. The de novo lesion being treated was located in the left anterior descending artery. Access was obtained via the femoral artery. The physician was using a 3.50x15mm quantum maverick balloon catheter to pre-dilate a slightly calcified lesion. The balloon burst prior to reaching 10 atms. The patient did not experience any symptoms. The device was removed in one piece. The procedure was completed successfully using a different device. There were no reported patient complications.

Manufacturer narrative:
(B)(4)